Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned drill bit confirms the drill bit is stuck inside the double-ended drill guide, rendering the device inoperable. This device exhibits signs of significant wear/usage. The part and lot number are unable to be read off the device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, the drill bit broke and was welded into the 2.0/2.7mm double-ended drill guide. Also, it was needed to be replaced. As this was noticed upon field inspection, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the drill bit broke and was welded into the 2.0/2.7mm double-ended drill guide. Also, it was needed to be replaced. As this was noticed upon field inspection, there was not patient involvement.